Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 144 _mg/dl at the time of incident. Customer stated that the insulin pump alarmed battery out limit during normal use and unable to clear the alarm even after the battery has been changed. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, unexpected restart error test, displacement test or verify battery out limit alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked display window ,cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker.